Event description:
There is no adverse event associated with this complaint. This complaint is being reported based on the investigational findings dated (B)(4) 2013: the battery cap threads were damaged and the battery cap measurements did not meet the required specifications.

Manufacturer narrative:
Submitted: (B)(4) /2013, device evaluation: on examination, there was no damage to the pump. A visual inspection of the battery cap returned with the pump for investigation revealed the threads on the cap were stripped and damaged. On testing, the cap would not secure onto the pump properly and the yellow o-ring was visible. The cap was evaluated and its measurements were found to be out of specification.